Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8575 (lot: n076417); product type: 0184-catheter; implant date on (B)(6) 2006; explant date on (B)(6) 2026; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing gablofen (1000 mcg/ml at 50 mcg per day). It was reported that during a normal pump replacement the healthcare provider was unable to aspirate from the catheter. After exploring the doctor found that the catheter was fractured so he decided to completely replace it with a new 8780 catheter.